Event description:
It was reported that this patient was in the hospital for unrelated reasons and needed an magnetic resonance imaging (MRI). During MRI device programming by the field representative, it was reported that a message was observed indicating shock impedance measurements for this electrode were less than 30 ohms. The specific measurement was unknown and the patient hadn't completed a remote home interrogation for approximately two years. An electrode issue was suspected. Technical services (ts) discussed troubleshooting options. A maximum energy commanded shock was delivered and the resulting shock impedance measurement was 16 ohms. No further actions are planned at this time. No additional adverse patient effects were reported. This device remains in service.